Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification was performed which noted the female connector of the twist clamp was separated from the main body; the insert chip was present and there was no evidence of solvent on the top of the insert chip. There was no evidence of solvent on the threads inside the barrel of the light blue main body. Functional tests which included leak, clear passage and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. This occurred during use of the device for pd therapy. The patient described this event as, "the dark blue connector part separated from the light blue main body". To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.